Manufacturer narrative:
B3-date of event is estimated

Event description:
It was reported patient had an incision and drainage on (B)(6) 2024 for the patients wound at the battery site. During the post op appointment, it was found patient has rashes and unknown if related to the stimulator.

Event description:
Additional information received indicated patient was experiencing a rash to her skin after using a topical medication that the doctor had prescribed.

Manufacturer narrative:
A patient had an incision and drainage for the patients wound at the ipg site was reported to abbott. It was determined the patient was experiencing a rash to their skin after using a topical medication that the doctor had prescribed. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.